Manufacturer narrative:
(B)(4). Remedial, corrective and preventive action was taken by the healthcare professional in the original planned surgery session. The m-flex 630f iol subject to this report was explanted and exchanged for a back-up iol of the same model and power. The healthcare facility has confirmed that there was no injury to the pt as a result of this event and describes the condition of the pt post-operatively as "fine - healthy". The event description received from the healthcare facility states that the doctor experienced resistance whilst depressing the plunger. The rayner IFU includes the following statements "when depressing the plunger too much resistance could indicate a trapped lens" and "if the iol causes a blockage in the injector system, discard the injector". The available information indicates that haptic breakage may have occurred as a result of a loading error. The m-flex 630f iol has been returned to rayner for inspection/analysis. The results of any device analysis performed as part of this investigation will be provided in a follow-up report. A review of existing vigilance data from the month of manufacture of the m-flex 630f iol (may 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the m-flex 630f iol batch 052e37905.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a m-flex 630f intraocular lens (iol). The event description provided to rayner states that the lens haptic got caught during injection.